Event description:
It was reported the customer received a button error alarm on their insulin pump. The customer was unable to clear the alarm. Customer's blood glucose was 7.0 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.